Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself while monitoring a patient. The customer advised that both of the device's batteries were fully charged at the time of the reported issue. The customer advised that power was restored, however, they were unsure if the device powered back on by itself or if medical personnel had to press the on/off button in order to power it back on. Once power was restored, medical personnel used the device to continue patient care while transporting the patient to the hospital. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about the patient; however, no response has been received.

Event description:
The customer contacted physio-control to report that their device powered off by itself while monitoring a patient. The customer advised that both of the device's batteries were fully charged at the time of the reported issue. The customer advised that power was restored, however, they were unsure if the device powered back on by itself or if medical personnel had to press the on/off button in order to power it back on. Once power was restored, medical personnel used the device to continue patient care while transporting the patient to the hospital. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about the patient; however, no response has been received.

Manufacturer narrative:
Device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio downloaded the electronic patient record from the event for review. Upon review of the electronic patient record, physio did verify that the device powered off one (1) time during the event; however, the cause of which could not be conclusively determined. As a precaution, physio-control replaced the device's battery pins, as well as one (1) battery that was beyond its useful life. The removed battery was manufactured in 2013. Physio-control recommends that batteries be replaced approximately every two (2) years. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself while monitoring a patient. The customer advised that both of the device's batteries were fully charged at the time of the reported issue. The customer advised that power was restored, however, they were unsure if the device powered back on by itself or if medical personnel had to press the on/off button in order to power it back on. Once power was restored, medical personnel used the device to continue patient care while transporting the patient to the hospital. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about the patient; however, no response has been received.